Event description:
The implant was placed too gingivally, so that the transgingival neck of the implant was all exposed to the oral environment instead of being placed in the transgengival area. Additionally, extensive marginal bone loss is visible in the x-ray provided